Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a non-device related surgery wherein an electrocautery was used. The patient underwent an ipg replacement procedure, and the explanted device will not be returned per facility policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.